Manufacturer narrative:
(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that does not have the products on hand.

Event description:
Consumer reported complaint for hi display. Someone is calling on behalf of the customer. The expected fasting blood glucose test result range is 120-150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of undisclosed using the meter. The test strip lot manufacturer's expiration date is 05/27/2020 and open vial date is 3/7/2019. The meter memory was reviewed for previous test result history: result 1: hi date: (B)(6) 2019 time: 2:31am fasting; result 2: hi date: (B)(6) 2019 time: 4:58pm fasting; result 3: 474mg/dl date: (B)(6) 2019 time: 9:21am fasting; result 4: 536mg/dl date: (B)(6) 2019 time: 6:49pm fasting; result 5: 154mg/dl date: (B)(6) 2019 time: 6:55am fasting.